Manufacturer narrative:
Lot number and serial number were not available at the time of filing. The instrument has not been returned to the manufacturer at the time of filing. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the violet navigated frame component became stuck on a tap because it was damaged. There was no delay to case. There was no reported impact on patient outcome.